Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial: (B)(4), description: linear 3-4 lead 70 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient experienced a loss of therapy. Imaging confirmed that the lead migrated. The patient underwent a revision procedure in which the lead was repositioned and has now regained coverage. The patient has three leads; it is unclear which of the three leads required repositioning.